Event description:
It was reported that during a percutaneous coronary intervention (pci), the imaging catheter got stuck in stent. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Physician used atlantissr pro2 to view the calcified lesion. After the physician performed the imaging the device was removed from the patient. After a non-bsc stent was implanted, the ivus catheter was inserted again into the patient. After observing the inside, front and back of the stent, the physician attempted to remove the catheter but the catheter came into contact at the distal of the implanted stent. The physician advanced the device forward and then attempted to withdraw the device again and was successfully removed. However, after the removal, the physician attempted to use the device again but the image did not appear. The device was exchanged with another of the same device and the procedure was continued. The implanted stent was not deformed or shortened. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci), the imaging catheter got stuck in stent. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Physician used atlantissr pro2 to view the calcified lesion. After the physician performed the imaging the device was removed from the patient. After a non-bsc stent was implanted, the ivus catheter was inserted again into the patient. After observing the inside, front and back of the stent, the physician attempted to remove the catheter but the catheter came into contact at the distal of the implanted stent. The physician advanced the device forward and then attempted to withdraw the device again and was successfully removed. However, after the removal, the physician attempted to use the device again but the image did not appear. The device was exchanged with another of the same device and the procedure was continued. The implanted stent was not deformed or shortened. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. The sheath assembly is missing, therefore the imaging core assembly was outside the sheath and imaging core wind up in the telescope assembly. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).